Event description:
The patient was receiving manual ventilation in order to administer survanta via the endotracheal tube. The ventilator had been placed in the "suction" mode and was disconnected from the patient. Upon re-connecting the patient to the ventilator, the ventilator failed to initiate ventilation and all controls and displays were inoperative. The ventilator was removed and taken to the biomedical department for evaluation. The patient was supported via manual ventilation (and ECMO) while a new ventilator was set up. The patient's vital signs remained stable through out the incident.